Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event and was alerted by alarm 2. The blockage was located at the site. Patient also reported that infusion set cannula did not pass and patient noticed symptoms 3 or more hours after insertion in the abdomen. Patient confirmed to regularly rotate site location. Patient changed supplies as necessary and resumed insulin therapy. No further information available.